Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, stopper pop off occurred with an unspecified number of tubes. 3 unused tubes also were reported to be collapsed. There was no other health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 11-apr-2025 investigation summary bd received 3 samples and 1 photo for investigation. The photo and 3 customer samples were reviewed and the indicated failure mode for collapse was observed. Stopper pop off could not be observed from the photo received. Additionally, 5 retention samples from bd inventory, were functionally evaluated for stopper pop off and no stopper pop off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode collapse based on the photo and return samples received. This complaint was unable to be confirmed for stopper pop off based on the retention sample testing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, stopper pop off occurred with an unspecified number of tubes. 3 unused tubes also were reported to be collapsed. There was no other health impact or consequences reported.